Manufacturer narrative:
The patient's medical records were received and reviewed. Medical records dated (B)(6) 2015 state the patient is a (B)(6) male who presented to the nephrologist's office with pre-existing peritonitis. Physician notes reveal patient's peritonitis was a result of cutting and then repairing his pd catheter. Patient was experiencing diarrhea for about 3 weeks (since the peritonitis was diagnosed). Patient lost approximately 16 pounds during this episode. Patient was started on metronidazole and imodium for the diarrhea. In addition, patient was diagnosed with prostate cancer and treated with seeds. Medical records dated (B)(6) 2015 reveal the patient was hospitalized in (B)(6) 2015 for peritonitis and c. Difficile colitis. Medical records do not contain hospital progress notes, history and physical, dialysis treatment sheets, dialysis progress notes or lab/diagnostic results for this event to review. It is likely the patient's hospitalization for peritonitis and clostridium difficile in (B)(6) 2015 was a continuation of the peritonitis and diarrhea from (B)(6) 2015. There is no documentation in the medical record that reveals the treatment interventions for peritonitis. The medical records clearly reveal the cause of the peritonitis from the patient cutting and then repairing his peritoneal dialysis catheter which would introduce organisms into the peritoneum. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler/peritoneal dialysis solutions and peritonitis.

Event description:
The patient's medical records were received and reviewed. The patient presented to his nephrologist with complaints of diarrhea that started about the time the patient was diagnosed with peritonitis. Physician notes reveal patient's peritonitis was a result of cutting and then repairing his peritoneal dialysis catheter.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of the report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the patient had an infection several months ago. The patient was diagnosed with peritonitis, and the reported issue had been resolved. The pdrn stated the patient accidentally cut the tubing on the disposables, and the patient's wife attempted to reconnect them. The pdrn did know the exact date of the patient's peritonitis. The patient experienced fibrin as a result of the peritonitis event and was prescribed heparin.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number is unknown. All device history records (DHR) are reviewed and released according to "DHR review checklist & release procedure", a device is not released if it does not meet requirements or is nonconforming.